Event description:
A malfunction code, malf 24, was reported and was not resettable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. The customer planned to use a backup insulin pump to maintain insulin delivery, and the pump would be replaced by technical support.